Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch basic meter was not powering on. The patient stated that she tests her blood glucose whenever she is feeling bad or lightheaded. It is not known if the patient actually tests her blood glucose on a regular basis. The patient has had the reported meter for an unknown period of time and was able to use it in the past. The meter was packed away for about 1 year. On an unknown date, the patient attempted to use the reported meter but encountered the alleged issue. It is not known what the duration is of the alleged power issue. One day earlier, the patient developed symptoms of having a headache. The patient administered self-care by eating noodles. It is not known if the patient attempted to test herself before or while having the symptoms. The next day while at work, the patient had a headache and was beginning to feel shaky. The patient tried to test her blood glucose with the reporter meter but was unsuccessful. Within 10 minutes, the patient had her blood glucose tested at a nurses' station where she works. The patient got a blood glucose reading of "103 mg/dl." The patient did not receive any medical treatment from the nurse's station. However, the patient was advised to "eat more protein" and to drink juice within an hour. The patient administered self-care by eating a banana, crackers, and peanut butter. It would have been helpful to know the following information: when the patient started using the meter, when the alleged meter issue started, if the patient attempted to test her blood glucose before developing the symptoms, her medication regimen, and if she made any changes to the regimen due to the alleged issue. In addition, it would have been helpful to know what the patient's normal/expected blood glucose levels are, what her last blood glucose reading was on the reported meter, when she was last able to test with her meter, if the symptoms were relieved after eating and drinking, and if the patient required/received additional medical attention. The patient believes the meter is fairly new. She had never replaced the meter's battery before. She did not have a replacement battery to troubleshoot the alleged issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she was unable to test her blood glucose for an unknown period of time, developed symptoms that got worse over time, and required self-treatment in an attempt to relieve her symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.